Event description:
It was reported that the insulin gauge was static and inaccurate. Additionally, it was reported that occlusion alarms occurred. Reportedly, customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.